Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call prime anomaly on the insulin pump. Customer¿s blood glucose level was 322 mg/dl. Customer treated their blood glucose levels via manual injection. Troubleshooting was performed. Customer advised they were stuck in the rewind process. Customer advised they did not receive the second series of beeps and numbers did not appear on their display screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.